Event description:
It was reported a 6f angio-seal sts plus vascular closure device was used to seal the right femoral arterioromy site post percutaneous diagnostic cardiac procedure. The patient experiencd retroperitoneal bleeding from the left femoral artery reportedly, the physician stated the angio-seal did not cause the retroperitoneal bleeding episode. The sjm representative was made aware of this incident in 1/2006; however, product surveillance was made aware on 3/3006.